Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the monitor's power button was not working and the monitor was not switching on. The issue was found during inspection for use. There were no reports of patient involvement.